Manufacturer narrative:
Terumo did not receive the actual device for investigation. No lot number was provided, therefore a review of the design history records could not be performed. Clinical review identified that the event was caused by a kink in the vavd line, which the surgeon and perfusionist quickly identified and resolved. The surgeon compressed the pt's right heart to force the air out; however, the pt was extubated and was found to be neurologically intact on the same day of the procedure. The pt was discharged 7 days later with no observed consequences. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that after heparinization of the pt, prior to cardiopulmonary bypass surgery, the pump suckers started to return blood lost in cannulation back to the oxygenator reservoir. Upon initiation of cpb, a clamp on the venous line was removed to begin draining the pt's blood back to the venous side of the venous reservoir. Instead of blood drainage, air travelled retrograde from the reservoir up the venous line to the right atrium. The retrograde flow of air appeared to be caused by a kink in the vacuum assisted venous drainage line, which lead to pressurization of the reservoir. As sucker blood was being returned to the reservoir, and with the vavd line kinked, the positive pressure relief valve was not able to quickly or effectively vent the amount of pressure being generated. The case was completed successfully, with a delay of about two mins. There was no loss of blood, and this issue did not cause homologous transfusion. There was no observed harm of the pt.